Manufacturer narrative:
At this time, the expiration date is unable to be captured due to a technical glitch with esubmitter. The actual device expiration date shall be documented as october 31, 2025.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014'' guidewire in the common carotid artery (cca). The physician used an unplanned stent to resolve the dissection. The procedure was completed, and no further complications were reported.